Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 148 mg/dl and the sensor glucose was 66 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis. The customer was also assisted with low blood glucose troubleshooting. The customer treated with orange juice. The customer stated that the drive support cap appeared normal. The customer stated that they was over delivery and troubleshooting for delivery anomaly was performed. The customer's blood glucose at the time was 137 mg/dl. The customer stated that there was a bolus in history that they found weird because there was no blood glucose reading, which they stated they only treated by. The customer declined troubleshooting for a no delivery that was resolved by change a bent infusion set. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump and sensor will returned for analysis.